Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via clinical study indicated the patient was receiving morphine (5 mg/ml at 1.66685 mg/day) via an implantable pump. The device diagnosis was pump motor stall and the clinical diagnosis was drug withdrawal. Device interrogation on (B)(6) 2018 revealed a motor stall occurred on (B)(6)2018 at 3:42am with a motor stall recovery on (B)(6) 2018 at 5:19am. Another motor stall occurred on (B)(6) 2018 at 10:41 pm with a motor stall recovery on (B)(6) 2018 at 3:02am. Another motor stall occurred on (B)(6) 2018 at 1:28pm with a motor stall recovery on (B)(6)2018 at 5:45pm. Another motor stall occurred on (B)(6) 2018 at 9:49am with a motor stall recovery on (B)(6) 2018 at 12:44pm. Another motor stall occurred on (B)(6)2018 at 2:24am with a motor stall recovery on (B)(6) 2018 at 3:27pm. Another motor stall occurred on (B)(6) 2018 at 4:09am with a motor stall recovery on (B)(6) 2018 at 1:52pm. Another motor stall occurred on (B)(6) 2018 at 5:44pm with a motor stall recovery on (B)(6) 2018 at 11:59pm. Another motor stall occurred on (B)(6) 2018 at 11:59pm with a motor stall recovery on (B)(6) 2018 at 2:20 pm. Another motor stall occurred on (B)(6) 2018 at 7:40pm with a motor stall recovery on (B)(6) 2018 at 10:58 am. The etiology of the multiple motor stalls and motor stall recoveries indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was also noted that there was a magnetic resonance imaging (MRI) induced motor stall without recovery. The MRI induced stall occurred on (B)(6) 2018 at "2:45pm and had not recovered at 12:59 pm" when the patient came to the healthcare professional and they read logs where they saw all the above mentioned motor stalls. The etiology of the motor stall due to MRI indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related and related to MRI. It was noted that the pump was explanted/replaced on (B)(6) 2018 and the device disposition was returned to manufacturer. It was noted that the event resulted in in-patient hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and arachnoiditis. The date of the event was (B)(6) 2018. It was reported the pump was interrogated and had multiple motor stalls. A dye study was performed. The pump was replaced. No environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the device was sent back but a tracking number is not available.